Event description:
I was potentially exposed to covid-19, so I tested for the first time at a (B)(6) clinic on (B)(6) and got a negative result. Since this was only day 3 of exposure, I retested at the city of (B)(6) testing center on (B)(6), so that it was at day 5 of exposure as required for my healthcare clinic. As a healthcare professional, I noticed that the lab conditions and the handling of specimen was not controlled or very sanitary, and I had to swab myself. I got a positive result, but didn't feel that this was right. The individual who originally potentially exposed me to covid had her partner get tested, and he came back negative. Her original positive test was also from this mobile testing site, while he and the other 5 individuals all got negative results when going to a full professional clinic. Within the hour, I went to (B)(6) to be retested, and received a negative result. The original person to expose me tested again at (B)(6), and got a negative result as well. The city of (B)(6) has given 2 false positive results in a group of 6 people, and this is of utmost importance to be addressed. Countless people could be negative and affecting the outcome of numbers, and therefore the choices of the governor to keep us safe and the small businesses that could close as a result of continued increase in positive cases. The mobile testing cite from the city of (B)(6) has now produced 2 false positives in our group of 6 people that were potentially exposed, and all got tested. FDA safety report ID# (B)(4).